Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was evaluated by a zoll approved business provider. The customer's report was duplicated and attributed to the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.